Event description:
A nurse reported two patients developed eye infections within twenty-four hours following intraocular lens (iol) implant surgery. The surgeon reported that he presumed these were cases of tass (toxic anterior segment syndrome). This patient was treated with medications. The surgeon reported he did not feel the iol caused or contributed to the event. In a follow up, the surgeon reported the patient's condition resolved with treatment. There are two medical device reports associated with this event. This report is for the second patient.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received.